Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements during a routine follow up. Provocative maneuvers and change in position were performed and no noise and no significant variations on the impedance measure were exhibited. Also the pacing configuration was changed. As the patient is pacemaker dependent, physician decided to surgically abandoned the lead and implant a new one. No additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).